Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 206 mg/dl. After breakfast he was at 406 mg/dl. The customer's current blood glucose was 491 mg/dl. The customer reported that they had corroded battery and unable to remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with stripped battery cap coin slot, corroded battery tube, broken battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.